Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not yet been returned to the manufacturer. The investigation is currently underway.

Event description:
It was reported that the extra long lvis stent was selected to treat two aneurysms simultaneously. The artery exhibited 3 acute angles and the arterial diameter difference along the working length of the stent was greater than 2.0 mm. Despite advisement from the microvention rep to use shorter stents to treat the aneurysms, as the anatomy would prevent proper stent opening, the decision was made to proceed with the extra long stent. During deployment, the stent did not open in the middle one-third portion. Efforts were made to open the mid-portion of the stent, including attempts to re-capture and re-deploy the stent; however, they were unsuccessful. After the delivery wire became bent at the carotid bifurcation, the stent and delivery system were withdrawn from the patient, at which time it was noted that fibrin was deposited on the stent. The decision was made to complete the procedure with a coronary stent. The patient's condition deteriorated and the patient suffered a cerebral infarct during the following two weeks after the procedure. On (B)(6) 2017, the patient died.

Manufacturer narrative:
The stent, pusher, and introducer were returned for analysis. The stent was located inside of a syringe, and was noted to be clean of debris and without noticeable damage or issue. The pusher was returned inside of the introducer. The distal tip of the pusher was noted to be slightly bent, however it also appeared clean and without other noticeable issues. Upon initial investigation, the stent was reloaded onto the returned pusher, and tracked inside of the introducer. This resulted in the stent tracking normally and without significant friction or issue. The stent was then introduced into a new headway 21 microcatheter, and tracked through to partial deployment. This showed no damage or issue to the stent, and full deployment occurred next without issue. Based on the available information and evaluation of the pusher, the reported complaint cannot be confirmed. The device functioned as intended and within specifications.